Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone call for knowing customer's condition; customer reported that was at the doctor's office who lowered the medication dosage metformin from 2000mg to 1000mg and suspended glimepiride; customer's condition has improved and customer is asymptomatic. Customer retained the product after customer care rep assisted to solve the initial concern as completed product satisfaction.

Event description:
Consumer reported complaint for e-0 error message. Wife is calling on behalf of the customer. The customer is concerned with e-0 and symptoms. Customer care apologized for the inconvenience and walked customer through troubleshooting. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 166mg/dl. Customer problem was holding the meter horizontally and allowing the strip of the tip to touch the finger. Customer also needed assistance with lancing device. Customer does not have any further issues with the meter and is satisfied. The customer reports symptoms of feeling shaky and weak. Customer has set an medical appointment on (B)(6) 2016 due to the symptoms. The test strip lot manufacturer's expiration date is 12/21/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): n/a.